Event description:
Reporter indicated a vns therapy programming wand is not working. The physician had problems interrogating several pts. Troubleshooting did not resolve the issue. The wand was returned to the MFR and event was confirmed. The serial data cable, which produced communication errors, had open and intermittent conductors. A known good bench serial data cable was substituted and all communications errors cleared.